Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type: screening device; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was determined to have had a positive trial despite the lead migration. The cause of the lead migration was ¿undetermined.¿ it was noted the lead migration issue had been resolved by the time of follow-up on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative. It was reported that patient had spinal cord stimulation trial procedure on (B)(6) 2018. On (B)(6) 2018, patient reported their leads pulled out about 2 inches. Patient was instructed to turn off the spinal cord stimulation and healthcare professional was notified. Patient was alive with no injury. No patient symptoms reported. No further complications were reported as a result of this event.